Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare ('fph') product specialist that the temperature of an rt206 adult breathing circuit would not increase. It was further reported that the heater wire alarm was registered on the humidifier base. This was found before pt use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in (B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the electrical resistance of the inspiratory heater wire of an rt206 adult breathing circuit was tested using a multimeter. Results: the inspiratory heater wire was an open loop due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. A log check was not performed as no lot info had been provided. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. (B)(4).